Event description:
The manufacturer received a work order invoice for a simlygo mini oxygen concentrator due to the sieve was found saturated, , the power connector was cracked, the filter was dirty, and the shipping carton sg mini was missing. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.